Manufacturer narrative:
Investigation review DHR inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 01/07/2019 under wo #(B)(4) and shipped on (B)(6) 2019. Manufacturing record review: DHR 258630 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. The inlet tube tip was broken off. Functional evaluation: complaint unit was functionally evaluated and found not to function properly due to the damage. Root cause: the damage is attributed to mishandling of the device. The tip is a small stainless steel tube which is enclosed by the cryotip and where the n2o gas exits into the interior of the tip. Further detail on the damage is not available but it is not a malfunction of the device in service since late 2019. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. No further training required. Was the complaint confirmed? Yes.

Event description:
Customer stated: "needle broke off tip". 1216677-2021-00203, 900001 ll100 cryosurgical (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated-needle broke off tip complaint confirmed-inlet tube tip broken off ro (B)(4). Ll100 cryosurgical 900001 e-complaint- (B)(4).